Event description:
A customer contacted beckman coulter inc. (Bci) in regards to sample tubes released from the cassette into the rear of the dxh 800 hematology analyzer. The tubes were not found until days later when maintenance was performed on the instrument. The tubes did not break or leak. One of the two patients had to be redrawn because the tubes were missing. The patient result was normal upon redraw. The results were generated for the other patient before the tube was missing.

Manufacturer narrative:
The customer uses type a cassette for tube processing on the dxh 800 instrument with 5 ml edta tubes. A bci field service engineer (fse) checked the cassettes and verified the cassette operation. Internal investigation for this issue revealed that the expandable grippers in the cassettes are staying open, causing the sample tube to come out of the cassette during mixing or transporting. A root cause for this event was the expandable grippers in the cassette, which become stuck in the open position and allow the tubes to fall out.